Manufacturer narrative:
The device was returned to olympus for inspection; however, a root cause could not be identified. Based on the investigation results, the most probable cause of the identified failure is attributed to failure to follow instructions. The event can be detected and prevented by adhering to the instructions for use, which state that products containing silicone can cause deposits of white foreign material. Silicone is present in substances such as simethicone (a defoaming agent) and certain lubricants. If these products were used, there was a risk that foreign material remained in the channel, even if reprocessing was performed according to the IFU. Since simethicone and petroleum/oil/silicone-based lubricants are non-water soluble, olympus does not recommend their use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation that foreign material was present in the air/water cylinder, tube, and jet tube of the colonvideoscope. There was no patient involvement.